Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual evaluation of the reload noted that it was fully fired and the anvil clamping mechanism was deformed. The staple pushers were observed to be flush or sub- flush with the cartridge surface. The reload was disassembled for evaluation of internal components. This examination found that the knife bar laminates within the reload were bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the flush to sub flush staple pushers, deformed anvil clamping mechanism and bent knife bar laminates may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. There was no reported condition to confirm. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open subtotal distal pancreatectomy, the device fired one load, and after that it locked up. Another handle was opened and used to complete the case. There was no patient injury.